Event description:
The physician indicated that the stent was positioned over the balloon in an uncommon position. Part of this stent was not completely adhered to the balloon. The physician did not use this device. A new stent was used to carry out this operation. There were no adverse patient consequences. No excessive force was used to remove the product from the package.

Manufacturer narrative:
This device (lot 14043652) is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis additional information will be submitted within thirty days upon receipt.